Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Lever on the foot operated footlock (foot operated wheel lock) is not engaging.